Event description:
It was reported that device is displaying e1 error message. It was allegedly set up and turned on before a case.

Manufacturer narrative:
Additional info will be provided once investigation is complete.